Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided as as no further information is available. Section b3 date of event: unknown. Section d4: lot #: unknown/not provided, as information is not available. Section d4: model # unknown/not provided, as information is not available. Section d4: catalog # unknown/not provided, as information is not available. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown, as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; the lot number of the device is not available. Therefore, no further investigation can be performed. If there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Section h5: labeled for single use: unknown, as device information was not provided. Section h8: usage of device: unknown as device information was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported wound burns and corneal edema affecting multiple patients while using the veritas system. No further information was provided. Note: this is report 4 of 4.